Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed. It was noted that the outer sheath was accordioned for a distance of 27 mm starting at 21 mm proximal to the mounted stent. During analysis, when an attempt was made to retract the distal handle, a restriction was met and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the distal end of the inner lumen and stent were withdrawn. There was a gap of 3 mm between the jacket and the reconstrainment band which was most probably as a result of force used. There were no issues noted with the deployed stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure in the bile duct performed on (B)(6), 2010. According to the complainant, during several attempts to deploy the stent at the hepatic portal region, the stent failed to deploy. The stent and the scope were removed together from the patient. It was reported that the stent was accordioned approximately 10 cm from the tip of the outer sheath. The scope was reinserted, and the procedure was completed with another wallflex (10mm x 60mm). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure in the bile duct performed on (B)(6), 2010. According to the complainant, during several attempts to deploy the stent at the hepatic portal region, the stent failed to deploy. The stent and the scope were removed together from the patient. It was reported that the stent was accordioned approximately 10 cm from the tip of the outer sheath. The scope was reinserted, and the procedure was completed with another wallflex (10mm x 60mm). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.